Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined through the review of internal logs that the fluoro function circuit board was defective. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 shut down while in use. The system was able to be reinitialized. There was no adverse pt involvement reported. There was no pt info reported.